Event description:
The clinician explained that when inserting the valve, and pushing the blue inserter pin in, the blue ring of the activalve came loose and detached from the silicon corpus of the valve. The clinician did not notice any excessive force whilst doing this, as they thought it could be to do with the way the oesophageal flange was folded into the inserter. This particular clinician has a lot of experience using this particular valve and was concerned that there could be a manufacturing issue. The inner blue ring of the valve became detached from the end of the inserter pin and was retrieved from the oesophagus. The patient was not affected by the event and has now a replacement valve.

Manufacturer narrative:
Investigation: ring and flap are separated from the housing. The hinge has also been ruptured. Safety strap is intact. These damages do not appear if insertion is made according to the IFU. Investigation shows that the ring and the housing have been glued as intended, no air bubbles in the glue. In the areas of the ring and the flap some kind of substance seems to have been added, likely some type of lubricant-gel. The added lubricant suggests that the clinician faced some kind of problem during insertion. Conclusion: the complaint report states that the blue ring came loose at the time of insertion (the safety strap is still attached). Most likely, a wrong method was used during insertion. This resulted in a separated prosthesis. This is based on the fact that it was glued from beginning and that the hinge was ruptured no product fault, use error. Action: the user should be instructed to read the IFU to secure a proper handling when inserting the activalve.